Manufacturer narrative:
Concomitant product(s): - item# 11-103205, taperloc lat pc 11mm t1, lot# 190120; item# 139252, m2a-magnum 42-50mm tpr insrt-6, lot# 787550. The following sections could not be completed with the limited information provided. Date of birth/age. Patient weight. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00334).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately 7 years post-implantation due to elevated chromium and cobalt levels, pain and discomfort. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.